Manufacturer narrative:
The patient has declined to send the device back and is still using the device. There were no details provided to owen mumford about the syringe or the patient's information in order for us to collect any additional information from the patient.

Event description:
Patient reported she was giving an injection in her left thigh, put the autoject 2 to her skin and pushed the button. The red indicator didn't go, the syringe shattered in the autoject 2. She pulled the autoject 2 away from her skin and the whole needle length was in her thigh with part of the broken syringe attached. Patient advised it happened so fast and that the needle "hit muscle". She cleaned out the autoject 2 on monday and it worked fine. Patient reports her thigh is sore from the injection on friday. Type of syringe not indicated and patient would not agree to answer any other questions. Information provided to owen mumford by teva.